Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 60 mg/dl at the time of the incident. The customer was at 485 mg/dl at the time of the call, and 39 mg/dl on that morning. The customer used juice and was given intravenous glucose to treat the low. The customer experienced low symptoms such as blurred vision, nausea, and inability to talk. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for the low but not completed for the highs, as the customer declined. The customer also reported no delivery alarms and blood at infusion site issues. The customer stated they usually wake up low and end up high by noon. The insulin pump will not be returned for analysis.